Manufacturer narrative:
Stroke/ppae: the cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 78-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG), presenting in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a high-risk surgery: coronary artery bypass graft (CABG). Ten days after insertion, while the patient was in the intensive care unit (ICU), the patient experienced a hemorrhagic stroke. The family elected to withdraw care, and the patient expired on support. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. The use of anticoagulant medications during and after a CABG, makes intracranial bleeding a potential risk. Cerebral vascular accident/stroke is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The impella functioned at p-8 at 4.2l/min as intended.